Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced a sudden loss of communication with her scs ipg. The patient stated she is unable to communicate with her ipg using either the charger or patient programmer. The patient programmer displays a communication 'error.' The patient stated she last charged her ipg approximately a month ago. The patient also stated she has gained some weight recently. Surgical intervention may be undertaken at a later date to address the issue.